Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection showed the insulation was bunched and the coils were deformed 145 and 155 millimeters (mm) from the terminal end. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test was also performed with no issue. A helix mechanism test was performed which failed after eleven turns due to the bunched insulation and deformed coils. The observations were consistent with the lead being placed through a constricted area.

Event description:
It was reported that, during the implant procedure of this electrode, it was unable to sense. The electrode was taken out and checked, the helix mechanism was rotated over 20 times and the helix extended on a sudden jump. The mechanism was rotated 20 times more, it was noticed that it would pop up and back in, eventually no more movement was possible. It was determined that this electrode was defective. It was decided to explant the electrode, and another one was implanted instead. This electrode is expected to be returned to boston scientific for analysis. No adverse patient effects were reported.

Event description:
It was reported that, during the implant procedure of this electrode, was unable to sense. The electrode was taken out and checked, the helix mechanism was rotated over 20 times and the helix extended on a sudden jump. The mechanism was rotated 20 times more, it was noticed that it would pop up and back in, eventually no more movement was possible. It was determined that this electrode was defective. It was decided to explant the electrode, and another one was implanted instead. This electrode is expected to be returned to boston scientific for analysis. No adverse patient effects were reported.